Event description:
It was reported that the ventilator generated a technical error code indicating an internal power error. There was no patient involved. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and two printed circuit board (pcb) was replaced and returned for investigation. The reported technical error code indicating an internal power error was not reproduced during test of the returned two printed circuit board (pcb). No deviation during pre-use check and no alarms were generated during ventilation with a test lung. The received device logs confirm the reported failure. It also indicates that the safety valve is open, when it was expected to be closed. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).